Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to lead demonstrated non-capture in bipolar mode, while thresholds in unipolar mode were within normal limits. A new lead with different model was successfully placed. No additional adverse patient effects were reported.